Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#1627487-2017-06922. Reference MFR. Report#1627487-2017-06921. It was reported during the permanent implant, the scs lead revealed high impedance values on all contacts. Reportedly, x-rays were recommended to further evaluate the issue. Follow-up identified the extension tail had pulled out of the ipg header, the lead tail was partially pulled out of the extension header, and the permanent trial lead had migrated anterior. Surgical intervention was undertaken on (B)(6) 2017 wherein the extension was explanted and replaced with a new model as well as the lead was repositioned back to its original location. Postoperatively, therapy was restored and the issue resolved.